Event description:
Male patient underwent a laparoscopic cholecystectomy. Toward the end of the procedure, the suture needle broke while the surgeon was closing the surgical incision. It was his first pass. Suture package was sent back to a us surgical representative.